Manufacturer narrative:
Batch review performed on 18 december 2020: lot 2002179: 15 items manufactured and released on 2-jun-2020. Expiration date: 2025-05-13. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 1 month from the previous revision surgergery reporting pain due to a dislocation of the head (competitor) from the liner (medacta). The cause of the dislocation is unknown. The surgeon revised the competitor head and the medacta liner. The surgery was completed successfully. Previous revision surgery reason was stem mobilization (the stem and head were revised).